Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on 8015 unit is showing error code 132-3000 on unit unable to do anything else on unit the unit tamper switch in the back of the 8015 unit is stuck move the button around it wiill resolve the issue which it did. Also gave customer quote for level 1 & level 2 repair for two 8100 unit may come in for services repair (B)(4).